Event description:
The pt reportedly experienced a loss of lock between her external equipment and the implant after she hit her head. External equipment was exchanged. However, the problem was not resolved. Testing performed by the advanced bionics rep showed that the device was not functioning. The pt's c1 device was explanted. The pt was successfully reimplanted with another advanced bionics device.